Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 4 weeks after an abdominoplasty procedure an allergic reaction appeared in the form of swelling and redness in the place of the suture. Removal of protruding sutures, bandages were applied. The wound is still healing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following hypodermis on a breast implants implantation, patient experience allergic reaction to sutures and dehiscence of the wound occurred. Reoperation and skin graft were performed to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an investigation of photos involving one device. The visual inspection of the returned photos noted inflammation and wound dehiscence across multiple surgical sites. An evaluation of sample sealed was also performed. Visual inspection and functional testing of the returned product confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record could not be performed because the lot number associated with the photos was not provided. However, a review of the device history record for the lot number associated with the sealed representative samples indicates the products were released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.